Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to an unspecified out-of-range pace impedance measurement. Following the lss to unipolar, there was noise with oversensing and pacing inhibition with greater than two seconds of asystole. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information received indicated that lead safety switch (lss) was triggered by a high out-of-range pace impedance measurement greater than 2,000 ohms, however the cause was not determined. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to an unspecified out-of-range pace impedance measurement. Following the lss to unipolar, there was noise with oversensing and pacing inhibition with greater than two seconds of asystole. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.